Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm. Customer was able to clear the alarm. Customer did not receive request to rewind pump. Customer stated that the insulin pump was restarting every time customer pressed ok. Customer tried with different battery but did not help. The insulin pump will be returned for analysis.